Event description:
It was reported that the device was "prophylactically replaced" due to the necessity of an MRI of her back. There were no issues with the device reported. The patient plans to have the device replaced after her back care is done. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: extension: product ID 37746, serial# (B)(4), implanted: (B)(6) 2012. Product type: programmer, patient: product ID 37754, serial# (B)(4), implanted: (B)(6) 2012. Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).